Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when delivering a bolus, the customer entered too large of a carbohydrate value for the meal consumed and subsequently over-delivered insulin. The customer's blood glucose (bg) level was 75 mg/dl. The customer stated that toast would be consumed if bg level lowered. In addition, the pump requested a minimum of 50 units after filling the cartridge with 300 units of insulin during the load process. The customer loaded a cartridge and the issue was resolved. There was no impact to the customer's blood glucose level due to the minimum fill notification.